Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 05sept2019. The manufacturer¿s international service technician confirmed the reported pressure issue. The manufacturer¿s international service technician replaced the oxygen solenoid valve to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. An o2 solenoid valve assembly was return for analysis. An investigation was performed and unknown debris wedged between the orifice body and seal inside the oxygen valve solenoid assembly created the high pressure leak test to fail. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late. MDR.

Event description:
During periodic maintenance, the manufacturer¿s international service technician noted that the unit failed the high-pressure leak test (pvt test 2). There was no patient involvement.